Event description:
A (B)(6) male pt's nurse contacted zoll to report that, while on dialysis, ventilator tachycardia was observed via hospital telemetry. The nurse reported that the staff did not recall hearing the high siren alarms, but did hear the spoken treatment phrases. The nurse also reported that the staff heard a loud 'pop', the pt jumped, and the front of the vest came unclasped. The gel was properly released as part of the treatment sequence, but the belt was disconnected before a treatment could have been delivered. The nurse reported that the staff called a code and a rescue AED was used to successfully defibrillate the pt. No adverse event resulted. During the investigation into the associated lifevest equipment, the pt service rep (psr) reported that the monitor would not power on. In addition, during servicing, the electrode belt failed incoming testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) are under investigation. Both the monitor and belt failed incoming testing. Initial eval of the belt confirmed that all gels were deployed. A supplemental report will be sent upon completion of eval. Analysis of the event concludes that the device properly detected and alarmed for ventricular tachycardia (vt at 300 bpm). The gel was properly released as part of the treatment sequence, but the belt was disconnected before a treatment could have been delivered. No adverse event resulted from the defective equipment. The pt received replacement equipment. Device manufacture date: monitor: 03/2013; belt: 03/2013.